Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found dents, adhesive removed, crack glue, clogged nozzle with black stuff in it, excessive buckles on insertion tubes, play, and peeling on scope connector labels. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope no air/water flow. The issue was found during an unknown therapeutic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: clogged nozzle with black stuff in it. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.